Event description:
Bowel perforation, 14 days after placement. After perforation was discovered stent was removed surgically. The stent was put as a bridge to surgery so no further stenting was required after the surgery was performed on the patient.

Manufacturer narrative:
This complaint is reportable based on the fact that an adverse event occurred- perforation of the bowel. There was no evo-25-30-10-c device of lot c827191 in stock at the time of the investigation. The complaint info provided indicated that the patient experienced bowel perforation 14 days after placement. After perforation was discovered stent was removed surgically. The device was not returned for eval and images were requested but were not available. With the info provided a document based investigation was carried out. The physician involved in this procedure provided the following comments in relation to this occurrence. "It is clear it did not perforate during or immediately after procedure. Pt did great post-procedure and was discharged home after 2 days. The perforation was above the stent, meaning that the stent was compressing against the bowel wall while expanding (post stricture), but the bowel was adherent to wall (not mobile at all). He perforated after he started chemotherapy. This case is a delayed perforation at the "healthy" bowel wall, not at the strictures." The district manager provided the following info: "stent placement went well, post fluoro showed nice placement, waisting the stent body etc. Post deployment perforation is an inherent risk of this type of procedure, with any vendors stent. The biggest challenge of the procedure is getting past the lesion (cancer). Doctors need to poke around with guide wire, catheter etc. To get past lesion. The bowel wall is 4 layers but extremely thin. With cancers the tissue is weakened." As the device was not returned for eval and images were not provided the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the mfg records for evo-25-30-10-c of lot c827191 did not reveal any discrepancies that could have contributed to this complaint. Evolution devices are used for palliative treatment for colonic obstruction or colonic strictures caused by malignant neoplasms and to relieve large bowel obstruction prior to colectomy in pts with malignant strictures. As per the instructions for use ifu0052-7 that accompanies this device potential complications associated with gi endoscopy include but are not limited to perforation, pain, peritonitis, bowel impaction, diarrhea, constipation, stent misplacement and/or migration. Perforation is a known potential adverse effect as per instruction for use ifu0052-7. As per the ifu0052-7, "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to surrounding tissue or mucosa." In this incident the stent was surgically removed. It can be noted that the stent was implanted as a bridge to surgery so no further stents required after the surgery was performed on the patient. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the overall risk has been determined to be moderate. Complaints of this nature will continue to be monitored for potential emerging trends.